Event description:
It was reported that the patient was unable to make an adjustment, both with or without the antenna attached. The patient experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset (por) being displayed on insr, which then lead to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Caller reports not being able to make adjustment both with or without antenna attached, and that they are unable to charge their device. It was reported that patient got message reading "poor communication." Caller reports coupling and or communication issues. Recommended using antenna locate feature. Use of al resulted in a por being displayed on insr which then lead to the normal recharging screen. Patient reported that they were able to fully recharge.